Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis: review date: (B)(6) 2015: power consumption above normal range. Parameters: 9.0 lpm / 2760 / 6.3 watts. Four high watt alarms along with a rise in power consumption starting (B)(6) 2015 with a peak of 6.4 watts. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical engineer that the patient called from home with complaints of high watt alarms. The patient was admitted to the hospital after clinic evaluation for hemolysis and suspected thrombus. Signs and symptoms upon admission included elevated lactate dehydrogenase levels, and increased international normalized ratio. Preliminary log file analysis revealed power consumption above normal operating parameters. A transthoracic echocardiogram (tte) revealed elevated outflow velocities and as a result pump speed was increased and an intravenous heparin infusion was initiated with a plan for right heart catheterization (rhc) for the following day. The site reports that patient is compliant and that they will continue to monitor him closely in the intensive care unit (ICU). Investigation is ongoing.

Manufacturer narrative:
Transesophageal echocardiography (tee) on (B)(6) 2015 showed outflow velocity of 3.2 m/s. Rhc on 11/13/2015 showed slightly volume overloaded, but otherwise normal. It is reported that the patient was transplanted on (B)(6) 2015. The pump was submitted with the sewing ring. The 'o'-ring was attached and unremarkable. The inferior aspect of the pump was unremarkable and the pump ID (hw23223) was printed on the surface. The outer electrical unit was received with the silicone around the drive line cut at a level just beyond the outer electrical unit. The drive line was also partially wrapped around in contact with the apex and demonstrated a tissue adhesion to the myocardium at the level of the sewing ring. The ostium and inflow conduits showed no gross evidence of occlusive thrombus. The inner aspect was smooth with no evidence of mural thrombosis. The outflow conduit contained a small piece of soft brown blood material that was loosely attached to the lateral wall. Opened unit (with impeller in situ) showed the impeller attached to the upper housing. The ceramic surface of the lower housing showed a scant amount of residual blood material. Removing the impeller from the upper housing revealed a thin layer of soft slimy tan material (bacterial overgrowth). The unit was gently cleaned of residual post-explant blood. The clean lower housing had a partially circumferential abrasion that was 1mm in width, roughly 5 cm in length around the periphery, and was 1mm from the outer edge of the ceramic surface. The impeller post was unremarkable. Post explant evaluation of the pump demonstrated an unusual placement and adhesion of the drive line around the left ventricular apex. The pathologist is uncertain whether this odd placement and adhesion around the apex may have contributed to impingement between the left ventricular (lv) endocardial surface and the inflow cannula. However, the apparent lack of adequate blood washing around the inflow cannula appears to be associated with mural thrombus formation at the device interface at the apex. An overt "pass through" thrombus was not identified within the pump. Clumping blood and fibrin matrix found on the superior impeller surface was not well organized and appeared recent or "peri-mortem" and thus has uncertain significance. It may have been displaced from the mural thrombus around the inflow cannula, possibly during explant. It is considered unlikely to have altered pump function. Inspection of the pump components revealed evidence of abnormal wear/abrasion on the lower housing ceramic and the inferior surface of the impeller. (Dated 02/12/2016, received on 02/17/2016). Hvad pump hw23223 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high power consumption and high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification but failed functional testing due to power shift condition during the post-explant wet test and visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Per internal investigation, the power shift condition does not correlate with complaints. These friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although the most likely root cause of the high power event can be attributed to external factors such as thrombus formation; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.